Event description:
A caller reported a malfunction on the pump with a non-resettable malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy while a replacement pump, with updated software, was sent by tandem technical support.